Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an interventional procedure, the user reported that no stand or table lift movements were possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The investigation was performed considering complaint description, cs reports, system history and system log files. The customer service engineer confirmed that the customer drove the c-arm into the lead trolley causing damage to the c-arm safety cover. As a result the movement functionality of the system was lost. The customer continued until the safety covers and circuit wiring ripped apart. The collision happened during user controlled system movements and there is no indication of an unintended movement of the system. In the opinion of the technical experts, the collision described can only occur if the user does not check for collisions before releasing system motions. The operator manual contains adequate instructions about system movement and how the operator can avoid a collision. Instructions for unit movements are provided within the operator manual: chapter 4: subchapter: 4.3.1 important information on unit movement risk of collision, risk of injury to patient or operator, risk of damage to unit parts. -it is the responsibility of the operator to ensure that unit movements are released only if it is certain that neither the operator, the patient, third parties nor other pieces of equipment can be endangered by these movements. -always pay attention to possible collisions during unit movements. -make sure that nobody is standing inside the danger area. -remove any objects or accessories from collision area, e.g. Injector or infusion stand. -body penetrating objects introduced in the patient (e.g. Catheter, biopsy/kyphoplasty needle) must not be actuated by system movements. The log file analysis showed that the system detected several error messages (~100) in that time. These messages were caused by the broken cover in which a safety switch is installed. Normally, an override function with slow movement is possible with an active proximity, however, here the signal toggles and no override function is possible. The returned c-arm cover was examined in detail. The part showed that only a massive collision of the cover with an object in the room could cause the damage. The local customer service engineer exchanged the c-arm cover and no further issues have been reported. As an individual user error is determined as the root cause, a general systematic error has not been identified. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.